Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated. The following information was received by the initial reporter with the following verbatim: it was reported by the customer that tubing that fell apart.

Manufacturer narrative:
Investigation summary: the customer reported the tubing fell apart, and returned one sample of material 2420-0007, lot 25017215. Upon initial visual examination, the set verified the complaint and was separated at the tubing/lower fitment connection at the bottom of the pump segment. The tubing was examined under a microscope, and insufficient solvent was found. The manufacturing plant found the root cause for the separation at the lower fitment to be related to solvent application error by the assembly technician. An accessory was implemented by the plant on october 30th, 2024 to assist and guide the tubing correctly into the solvent dispenser by production personnel. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Sample received.